Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted no visible damage to the exterior of the device. The seal was removed and engineering confirmed the duckbill had been cut away by the customer. Upon inspection of the internal components of the seal, the septum was found to be torn and missing a portion. The missing portion of the rubber was returned and is similar in shape as the hole in the septum. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the septum appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Engineering is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic nephrectomy - "this is a complaint from the market. (B)(4). The event unit and a fragment will be returned to amr. Please refer to the complaint sheet for investigation." Report from the sales rep - "the customer noted a foreign object inside the patient during a laparoscopic nephrectomy. He/she cut the ddb of the cfr73 used in the procedure and found the septum was damaged. He/she said that insertion of inzii into the device may have caused that septum damage." Initial investigation - "the event unit, the ddb and a black fragment were returned to olympus and visually inspected. The ddb had been cut away as reported. The septum was found to be damaged and missing a portion which was expanded by the deformed petals of the shield. The returned fragment approx. 11.4 mm x 11.2 mm did not match the mission portion in size though seemed to match in shape. The unit, the ddb, and the fragment will be returned to amr for further investigation. (B)(4)." Patient status - "no patient injury."